Event description:
While wearing the sound processor, the pt reportedly experienced intermittencies. In march 2005, the pt was seen at the center for device evaluation. External equipment was exchanged. However, a day following evaluation the pt reportedly experienced an overly loud sensation. In 5 days later, the pt was seen at the center for device evaluation. Programming adjustments were made. However the problem was not resolved. In the 3rd day, the pt was seen by a company representative. Testing performed confirmed that the pt's device was no longer functioning. The pt's device was explanted. The pt was reimplanted with another advanced bionics cochlear implant.